Manufacturer narrative:
Per additional information received, the battery was manufactured in 2013, which makes this battery about 10 years old. The battery should be replaced every 2 years, therefore this lack of user maintenance is a use error. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in failure to transition to battery power. There was no patient involvement.